Event description:
It was reported that there was a separation between the female connector and the main body of two (2) transfer sets; further described as "break abnormally". This occurred when disconnecting the devices from a drain bag during peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted the female connector was separated from the main body of the twist clamp. The reported condition was verified. The cause of the condition is manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body of the twist clamp. Should additional relevant information become available, a supplemental report will be submitted.